Event description:
The customer provided comparison inr results for 53 patient samples performed between sep-2018 and nov-2018 on a coaguchek xs meter with an unspecified serial number using 3 different test strip lots. Based on the data provided, 8 patient samples from nov-2018 were discrepant when compared to the stago cmax laboratory method using 1 test strip lot. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.